Manufacturer narrative:
Additional information was received on 26-oct-2022. It was confirmed that the malfunction device is the sheath (the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium reported). It was also reported that the saline leaked from the hemostatic valve and leather strip on the handle. But no more information could be provided. Additional information was received 16-nov-2022. The leather strap at the handle is leaking, no adverse events. The bwi product analysis lab received the device for evaluation on 18-nov-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. Leakage issue. It was reported that before the operation, fluid (saline solution) escaped from the leather strip of the handle of the device. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received. It was reported that it was the leather strip that was leaking blood. Hemostatic valve and leather strip on the handle was broken. The hemostatic valve did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. It was also reported that the saline leaked from the hemostatic valve and leather strip on the handle. But no more information could be provided. The device evaluation was completed on 19-may-2023. The product involved: carto vizigo sheath. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and examination of the returned device were performed following bwi procedures. Visual inspection was performed, and no issues were observed on the hemostatic valve; however, the shaft was observed bent next to the handle. An irrigation test was performed, and water leakage was observed from the handle area. For this condition, a manufacturing investigation was performed, and it was concluded that the irrigation tube was broken and it was not related to the manufacturing process since there are inspection controls to detect this issue. A device history record (DHR) was performed, and no internal actions related to the complaint were found during the review. The instructions for use (IFU) contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. The issue reported by the customer was confirmed. The damage on shaft and water leakage issue found during product investigation could be related to the handling of the device during procedure; however, this cannot be conclusively determined. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the customer¿s reported ¿hemostatic valve leak¿ issue and the biosense webster inc. Analysis finding of the ¿occ - irrig tubing damaged at handle¿ issue. -investigation findings: mechanical problem identified (c07)/ investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿hemostatic valve leak¿ issue and the biosense webster inc. Analysis finding of the ¿bent shaft (damage due to external force). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. Catheter leaks. It was reported that before the operation, fluid (saline solution) escaped from an unintended location of the catheter (handle, luer hub or shaft). A second device was used to complete the operation. There was no adverse event reported on the patient. Additional information was received on 06-oct-2022. It was reported that it was the leather strip that was leaking blood. Hemostatic valve and leather strip on the handle was broken. The hemostatic valve did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. Additional information was received on 08-oct-2022 stating the event description was updated as, ¿leakage issue. It was reported that before the operation, fluid (saline solution) escaped from the leather strip of the handle of the device. A second device was used to complete the operation. There was no adverse event reported on patient. Follow up has been conducted in order to clarify what the reporter meant by ¿leather strip of handle¿ and to verify if they are reporting two issues or one. However, with the information available, this complaint was assessed as MDR reportable for a ¿hemostatic valve leak" issue under the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Should additional information become available, this complaint will be reassessed accordingly.